Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 200 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step during testing and was returned to the technician for further evaluation. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device sn / mn label added - original had incorrect gtin / revision, device rubber feet, power cord clamp were missing, porting block adapter, handle, front. Rear and base enclosure were damaged; and all were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New information/ evaluation: the trilogy 200 ventilator was returned to the technician for further evaluation, and the technician confirmed the device failed testing for device failed testing for press sensors cal prox. In conclusion the device sensor board will need to be replaced to address the issue. Repairs are pending approval from the customer.

Event description:
The manufacturer received information alleging a trilogy 200 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step during testing and was returned to the technician for further evaluation. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device sn / mn label added - original had incorrect gtin / revision, device rubber feet, power cord clamp were missing, porting block adapter, handle, front. Rear and base enclosure were damaged; and all were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 200 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step during testing and was returned to the technician for further evaluation. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device sn / mn label added - original had incorrect gtin / revision, device rubber feet, power cord clamp were missing, porting block adapter, handle, front. Rear and base enclosure were damaged; and all were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New information: the trilogy 200 ventilator was returned from run in testing and the technician confirmed upon sensor board replacement, the tubing was pinched between the enclosures. The technician corrected the tubing and reassembled the device. Ran troubleshooting tests on device and could not confirm failure for press sensors calibration prox. It was confirmed that the device failed testing due to pinched tubing and the sensor board did not required replacement. The device passed all testing. Box h coding was updated.